Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation, the monitor failed the pulse test and the response buttons were unable to activate the device. The cause for the failure was isolated to extensive contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a pulse test failure.